Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire technical support representative reviewed the log files and there was an nt log entry with error code #3 (initial flow too high) every time before there is a 401 alarm appearing. The problem is related to the inspiration valve itself. The root cause was determined to be due to defective inspiration valve nt.

Event description:
The customer reported bellavista 1000 alarms 401 "inspiration valve or device leaky" during setup prior patient use. There was no patient associated with the event.